Event description:
A customer contacted beckman coulter inc., (bci) stating that the act 5diff cp wbc lyse had a very small leak coming from cap area when received. There was no exposure of reagent to open wounds or mucous membranes. There was no skin or eye contact. No death or injury was associated with this event and medical attention was not needed.

Manufacturer narrative:
Customer was not wearing ppe. There was no visible damage due to shipping. Amount of spill was less than 10ml. Customer was sent replacement shipment of wbc lyse.